Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens (iol) implant procedure the iol was clogged and did not come out properly. As a result, the haptic broken. The surgery was completed after replacing the product with another one. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in b.5., h.3., h.6. And h.11. The product was returned for analysis and damage to the lens was observed. Iol was returned outside of the device. The device was returned in an opened blister tray. The lock out assembly has been removed. Ovd is observed in the device. The plunger is fully advanced outside of the device. The iol was returned outside of the device wrapped in surgical fabric. Solution and blood is dried on both surfaces of the optic and haptic. One haptic is broken torn and not returned, the other haptic is intact. The optic is scratched or marked rejectable and has numerous fibers. The product investigation could not identify the root cause for the reported complaint iol clogged, haptic broken as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. The lens was returned split in two, which is consistent with lens having been explanted. Broken haptics may occur due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (more than 23 degree celsius or 73 degrees f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols are 100percentage cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol or device contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that there was no patient harm.